Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per additional information updated from ttm on 12dec2025, biomed was getting calibration error 3. Expected value: 2300 and actual value: 960. Forwarded to ts for proper handling. Sn: (B)(6). Per review of wo notes, had biomed run the device in manual mode and inlet pressure was only at 0.5 psi with circulation pump at 100 %, recommending the 2000 hour pm service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device failed the calibration for an error 3. Per additional information updated from ttm on 12dec2025, biomed was getting calibration error 3. Expected value: 2300 and actual value: 960. Forwarded to ts for proper handling. Sn: (B)(6). Per review of wo notes, had biomed run the device in manual mode and inlet pressure was only at 0.5 psi with circulation pump at 100 %, recommending the 2000-hour pm service.